Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384.the late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the zone not checked to get medication. The technical support specialist disabled the zone 01, which prevented the nurse from being able to administer medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower system encountered an issue while attempting to dispense medication. After selecting the item and clicking on the issue button, the subsequent list appeared, but it lacked a next button or an option to proceed with the medication issuance. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medbank es system encountered an issue while attempting to dispense medication. After selecting the item and clicking on the issue button, the subsequent list appeared, but it lacked a next button or an option to proceed with the medication issuance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that zone not checked to get medication. The technical support specialist for zone 01 was disable, which prevented the nurse from being able to administer medication. The system functioned as intended after troubleshooting.